Event description:
Pt's test strips were peeling. Pt was described as feeling nauseated at the time of concern. Pt's meter read "hi", while the hospital meter read "698 mg/dl" or possibly "398 mg/dl". Pt was treated intravenously. Pt's spouse could not recall the time difference between pt's meter reading and the hospital meter reading. The customer service rep discovered through troubleshooting that the pt stores their test strips in the "cardboard". However, it is unk if the test strips were still inside their original vial. Medical affairs specialist mailed a letter to the pt, since there was no answer or answering machine. Based on the info available, there is no evidence that the meter/strips contributed to an adverse event. Pt had hyperglycemic symptoms, obtained high results, and the hosptial meter read high. There was no evidence of a meter malfunction, however, the test strips are being reported due to peeling. Pt's meter and test strips were replaced.